Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had possible temporary vent blockage. Customer's blood glucose was unknown mg/dl. Customer stated that when filled reservoir and when priming it just kept shooting insulin. Customer was advised to removed and completed set change and new set up worked find.